Event description:
Event description guidant received information that the monitoring voltage for this implantable cardioverter defibrillator (ICD) was 2.90v (bol, beginning of life) approximately 3 months ago. It was reported that the device displayed elective replacement indicator (eri) 3 weeks ago due to a 23.6 second charge time. The current battery monitoring voltage is 2.70v.